Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced infection around the implant site subsequent to implantation. The patient was treated with antibiotic injections (date not reported), which resolved the issue. The implanted device remains.